Event description:
Pt had artificial sphincter implanted 11/03/93. The cuff is now malfunctioning and surgical explantation is necessary. The exact etiology of the malfunction is unknown but there is tissue atrophy present. Another occlusive cuff was implanted at the time of the 11/12/96 surgery.